Event description:
Report rec'd of an under-delivery of IV fluids. The pump was programmed to deliver d5 1/2 ns at 100ml/hr. The pt was reportedly receiving IV fluids to increase urination to help pass kidney stones. The IV was initiated between 9:00am and 9:30am. Drops were visualized in the drip chamber at the initiation of therapy. At approx 2:30pm, the nurse returned to the room and noted that there were no drops in the drip chamber. The pump display indicated that 510ml had infused, but only approx 25ml were gone from the IV bag. The pump was removed from service and therapy was resumed on another IV pump with new tubing. There was no reported adverse pt event. No medical interventions were required for the pt.